Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 5. The home patient (hp)'s nurse was not near the hc machine at the time of the call. The technical service representative (tsr) explained the alarm and the possible causes to the nurse. Proper procedures per the user manual were reviewed with the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.